Event description:
(B)(4). The dentist reported the non osseointegration of one dental implant om titamax ex implant 4.0x9 mm, 20 ncm of primary stability was achieved. Dentist did not provide further info.